Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4). Please note that the date of event will be used as (B)(6) 2020 - the date a re-intervention was performed.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2020, a re-intervention was performed. An aortic extender component was placed to prevent a proximal type I endoleak. The patient tolerated the procedure. According to the physician, it was decided to add the device to prevent the future problems because the enlargement (approximately 3mm) of the proximal side of the aorta was observed on the CT imaging. There was no information provided regarding the cause of enlargement. Additionally, the physician also wanted to avoid performing any additional procedure in the future because the patient is quite old.